Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA.the carefusion tech support specialist advised the customer that the most likely cause was a defective pressure transducer (B)(4). The customer never called back to authorize the order.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on (B)(6) 2014. The customer called to report that the map on this unit is unstable. He said that the unit will seem to pressurize on its own without depressing the reset button. He said that the zero can be in the negative numbers then back up to positive. He said then when he puts the stopper back into the circuit it can read 5.8, then 8.0 then 6.0 and pressurize on its own.